Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) cylinders and rear tip extenders (rte) removed and replaced due to penile curvature. No further patient complications were reported in relation to this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect that only the cylinders and rear tip extenders were explanted and replaced. Implant date of (B)(6) 2018 was recorded.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) cylinders and rear tip extenders (rte) removed and replaced due to penile curvature. No further patient complications were reported in relation to this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the revision surgery was performed to correct for curvature. The patient's previous pump, and reservoir components were not explanted during the revision surgery. The patient's previous ipp was implanted on (B)(6) 2018.